Event description:
It was reported to st. Jude medical that after a dc fibber induction where the first shock was delivered and was unsuccessful, and the subsequent five (5) shocks were aborted. High voltage impedance of first shock was less than 10 ohms. The subsequent charges were aborted due to possibly output circuit damage. The pt was externally rescued. The device was explanted and showed signs of arcing. The lead was replaced.